Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during set-up for a total knee arthroplasty (tka) procedure, when using the robotic assisted satellite station device with the velys base station device it was observed that cuts were off on all cuts and notched the femur. It was reported that the surgeon confirmed all cuts with the pointer and confirmed that the arrays were not loose. It was reported that the robot was not mounted to the surgical bed. It was reported that there was patient involvement. It was reported that there was no surgical delay. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for this event and the investigation could confirm the reported issue of "cuts were off on all cuts and notched the femur. Confirmed all cuts with pointer and confirmed arrays were not loose." The investigation found that array movement occurred during the femur anterior and posterior cut steps. The femur verify checkpoint was not completed before the cuts were performed, so an assessment of array accuracy cannot be confirmed prior to the array movement event. The femur verify checkpoint was completed after all of the cuts and confirmed that the array had moved. The user also used the pointer tool to verify some of the resections but because the array movement occurred prior to the cuts the resection measurements would be relative to the new position of the array giving inaccurate resection measurements. The investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that the anterior cortex line registration was done sub optimally. The bone in the image is a model and does not represent the real anatomy of the patient. The image, from the femur landmark acquisition step, shows that the anterior cortex line was acquired too medially. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. The investigation found that undetected femur array movement and sub optimal acquisition of the anterior cortex lead to the issue. This is linked to improper handling by the user. Additionally, it was found that the user did not mount the robot to the bedrail which can be considered as improper handling. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.